Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer's meter was contaminated with unspecified foreign material in the port area.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0927926) were tested with control solution instead. All results were within the range of specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's son stated that he was going to take customer for her doctor's appointment on (B) (6) 2010. Customer was found experiencing symptoms of weakness, not able to get up and not recognizing customer's son as her son. Customer's son reported obtaining a glucose reading of 133 mg/dl with customer's meter. Paramedics were called and they obtained a reading of 28 mg/dl from their hcp meter which was 30 minters after customer's adc reading, and they treated customer with an IV. Customer was then transported to a health care facility. Customer's son was not able to provide any details on customer's hospital visit since he was calling, while they were on the way to the health care facility. The diagnosis and treatment at the health care facility were unknown. Adc customer services made attempts to following up with the customer, but customer stated that she did not remember any details of her hospital visit. Customer's son also reported a delivery issue with their replacement meter that they reported on (B) (6) 2010. Upon trouble shooting with the adc customer services, customer services were able to track their missing package with fed ex; however, fed ex stated that they could not find customer's house when they attempted to make the delivery. Customer services will replace the product again. There was no report of death or mistreatment associated with this event.